Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the congenital and structural heart diagnosis. The diagnostic procedure was completed as planned by restarting the system. The philips remote service engineer (rse) checked the system remotely and confirmed that the flex vision monitor was unable to display. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the no display on the philips large screen on the hanger. The fse found that the flex vision screen did not light up due to an issue with the computer host that controls the large screen. To resolve the issue fse reinserted the graphics card, and the system restarted. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision monitor was unable to display. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.